Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a non-sustained episode. There was noise on the shock channel and pauses on the atrial and rate/sense channel. Technical services discussed the faxed egrams. There appears to be undersening in the atrium and noise on the rate/sense and shock channels. The noise resulted in oversensing and pacing inhibition. Technical services discussed possible causes for the noise, such as emi.